Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient's pacemaker exhibited backup vvi, and reached end-of-life; it was non-compliant with the clinic follow-up. The settings were unable to be changed. The device was explanted and replaced on (B)(6) 2019. There were no patient consequences.